Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal discomfort. Treatment was not reported. The cause of the peritonitis was breach in aseptic technique further described as touch contamination. It was reported the patient was not hospitalized for the event. On an unknown date the month after diagnosis, the patient was retrained on proper aseptic technique. At the time of this report, the outcome of this peritonitis event was ongoing and improved. No additional information is available.